Event description:
It was reported that during a hemorrhoid prolapse procedure, the scalpel partly did not cut. Partly twisted around the instrument head/anvil of the stapler. Procedure was finished by hand suturing. The pt is fine.